Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was leaking fluid while being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : evaluation in progress but not complete yet.

Event description:
It was reported that the device was leaking fluid while being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.